Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the inform system 2. (B)(6).

Event description:
Reporter stated that customer received the following results on 2 different meters within 9 minutes: 17.4 mmol/l at 11:32 and 12.2 mmol/l at 11:34 (inform system 1) and 5.2 mmol/l at 11:41 and 11.9 mmol/l at 11:46 (inform system 2). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation; however, the test strips are not available any longer.